Manufacturer narrative:
(B)(4). Device evaluation: complaint verification testing could not be performed because the actual complaint sample was not returned for analysis. A sterile kit was returned. The returned kit was opened up for evaluation. The proximal end of the guide wire was inserted into the distal tip of the catheter and it passed through the entire catheter without resistance. The od of the guide wire measured 0.796 inches, which met specification of 0.788 - 0.826 mm per the guide wire graphic. The length of the guide wire measured 60.1 cm, which also met specification of 59.6 - 60.4 cm per the guide wire graphic. A review of the device history records did not reveal any manufacturing related issues. The probable cause of the guide wire unraveling could not be determined based upon the information provided and without the actual sample. No further action will be taken.

Manufacturer narrative:
Qn#(B)(4). No sample will be returned for evaluation. Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported the catheter was being placed into the patient's subclavian vein in the anesthesia/op department. When removing the guide wire it unraveled. As a result, another kit was used for the procedure. There was no delay in treatment and no patient death or complications reported.